Event description:
It was reported that the left video connector on the 9800 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video connector assembly was replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.